Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that syringe 1ml s/t u100 25g 1in experienced an inability to inject insulin, a case of hub separation from the device, and a case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no: 329622 batch no: unknown (reported 105761) pharmacy rep called and stated that she and other pharmacists are having a lot of issues with the bd® 1 ml insulin syringe u-100 slip tip with bd precisionglide¿ needle 25g x 1" and also the 5/8" syringes. She did not have a specific number or any specific dates, but stated that they have issues with not all the medication releasing from the needle, the needles coming off, difficulty with taking the plastic off of the needle, and the needles bending. She did give me one product number and lot- 329622 and lot 105761, but said they use a lot needles and that was just one example. She did not have any other material numbers or lots.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml s/t u100 25g 1in experienced an inability to inject insulin, a case of hub separation from the device, and a case of the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no: 329622. Batch no: unknown (reported 105761). Pharmacy rep called and stated that she and other pharmacists are having a lot of issues with the bd® 1 ml insulin syringe u-100 slip tip with bd precisionglide¿ needle 25g x 1" and also the 5/8" syringes. She did not have a specific number or any specific dates, but stated that they have issues with not all the medication releasing from the needle, the needles coming off, difficulty with taking the plastic off of the needle, and the needles bending. She did give me one product number and lot- 329622 and lot 105761, but said they use a lot needles and that was just one example. She did not have any other material numbers or lots.